Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.